Event description:
Event description cpi received information that this transvenous defibrillation lead sustained a fracture near its implant location in the abdomen. The chronic leads were capped and replaced with a new pectoral implant system.